Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions on resetting the pump, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the problem happened again.